Manufacturer narrative:
(B)(4) d10 - concomitant medical products: 00598004701 - stemmed tibial component - (B)(6), 00596404010 - articular surface - (B)(6). G2: foreign - event occurred in guyana. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a right sided lps femoral implant was implanted on the left side. A revision surgery is to be booked in the near future. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by mmi, and the following was noted. Imaging findings - ap and lateral views labelled left knee show postoperative changes of knee arthroplasty without patellar resurfacing. The femoral component is longer medially than laterally which appears to correspond to the femoral component for the right knee per implant manual. There is soft tissue air in the anterior and medial knee suggestive of immediate postoperative status. Impression - immediate postoperative changes of left knee arthroplasty. The sticker sheets provided also confirm the implantation of the right sided implant into the left femur. The device history record was reviewed and no discrepancies relevant to the reported event were found. Patella - review of complaint history identified additional similar complaints for the reported item. Review of the part and lot combination identified 2 other complaints, of these 0 were for the same or similar issue. The root cause of the reported issue is attributed to use error. Within the instructions for use for the nexgen cr-flex and lps-flex fixed bearing knee, it is stated: 'do not use this product for other than labelled indications (off-label use)'. It is also noted within the IFU: 'check the appropriate knee implant size matching chart for component matching instructions. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life'. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.